Manufacturer narrative:
Evaluation of the returned pod coil could not confirm the reported complaint. During the functional test, resistance was encountered while attempting to re-sheath the embolization coil and the introducer sheath was stretched by the penumbra investigator, and therefore, the pod coil could not be tested any further. Further evaluation of the returned pod coil revealed kink in the pusher assembly and ovalization in the introducer sheath. This damage may have contributed to the resistance during the functional test. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The investigation findings do not lead to a clear conclusion about the root cause of the reported advancement issue through the non-penumbra microcatheter.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod coils, a non-penumbra microcatheter, and a non-penumbra catheter. It was noted that the patient anatomy was tortuous. During the procedure, while advancing a pod coil through the microcatheter, the pod coil became stuck in the middle of the microcatheter. Therefore, the physician removed the microcatheter and pod coil together. Afterwards, the physician advanced a new microcatheter into the patient. Then, while advancing the previously removed pod coil through the new microcatheter, the same issue occurred. The pod coil became stuck in the middle of the microcatheter. Therefore, the pod coil was removed. The procedure was completed using four new pod coils, two pod packing coils (pod pcs), and the same microcatheter. There was no report of an adverse effect to the patient.